Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. Compatibility guidelines were requested regarding temperature change. It was reported two days ago on (B)(6) 2019, the patient was using a heating pad to his back and noticed increased pain to the back area. It was noted his pump was located in the back area. The patient thought he was getting ¿too much drug¿ and this lasted for a couple of days and had since gone away. The change in therapy/symptoms was sudden. It was discussed to contact the healthcare provider (hcp) and burns to the skin area with the heating pad was discussed. Temperature specifications and the pump were also discussed. No further complications were reported/anticipated or expected.